Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, bupivacaine, morphine via implantable pump. The indication use was spinal pain. It was reported that they were going to record the call due to having neuro issues with memory. The patient stated that they are from nevada and their pump was supposed to be interrogated on (B)(6) 2025 and refilled on (B)(6) but neither happened. The patient stated that they flew out to dc to see a specialist and a few neurosurgeons because they have a rare condition and have been medically unstable and things have spiraled since then. The patient mentioned that they have come into adrenal insufficiency with rapid muscle lacing. The pump was migrating into their spine, is 'doom beeping,' and it was empty. The patient was hypermobile, and this condition causes them to move and the more they move, the pump moves, and they have to kinesiology tape (kt) tape the pump to the side of their body, so it did not feel like it was severing their spine or causing paralysis. The patient asked about the components implanted as part of the pump system because it felt like the implanted system parts were sliding apart and 'I have to push a part back in before I tape it (with kt tape) and that's all that saves me.' The patient stated that they have been to the hospital multiple times for this issue and inquired if the patient services could assist them with obtaining the handset reports to show the hospital if they go back to the hospital. The patient also mentioned that their pump has been 'dual alarming' but their ¿myptm¿ application was not showing the alarm. The patient clarified that their ¿myptm¿ application reports only showed 1 alarm on (B)(6), but the pump has been alarming constantly so that could not be right. When the agent inquired about the alarm event date, the patient stated that it's been 'weeks,' then stated, 'probably about 3-4 weeks,' and then stated, 'about 4 weeks ago,' then stated 'somewhere around there.' While on the call, the patient briefly mentioned seeing 'retry,' but was able to connect to the pump well and confirmed the cri tical alarm was on. The agent had patient tap alerts and the patient confirmed seeing service code 97 (low reservoir detection) and 98 (empty pump detection). They were having difficulty with local providers doing anything about their issues and asked if medtronic knew of any physicians in their area that could help them. The agent emailed physician listings. The patient stated that the pump was implanted last year but confirmed within this year was when their issues started. The agent reviewed handset report considerations and redirected the patient to discuss this and medical concerns with a healthcare provider (hcp). The agent emailed physician listings. The agent did not attempt to obtain the patient¿s updated address due to the patient¿s difficulties answering questions and to focus on the reason for calling.